Manufacturer narrative:
Continuation of medical devices: ilxch1515135 stent graft; bfxch2615165 stent graft; iexch151555 stent graft implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection. The system was removed and will be replaced later. No further patient complications have been reported as a result of this event.